Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the sheath could not reach the target position. The sheath was not used and a new sheath was used with the lead. The lead could not be fixed well during the procedure. The lead was not used and a new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.